Event description:
Exterior ear pieces of hearing aids are too short and are easily dislodged by eyeglass side pieces-that occurred in a hospital in (B) (6), where I accompanied an accident victim, (my husband), to the emergency room of a hospital. Hospital personnel and I searched diligently but could not find the right ear aid. On a number of subsequent occasions, the hearing aids were caught just as they/it started a repeat. Several letters to resound, the maker, requesting correction of the hardware problem have gone unanswered-even unacknowledged. Same letters to my professional who recommended these - have also been ignored.